Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0fcsr, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had no therapeutic effect since implant on (B)(6) 2015. Since implant the patient was wetting all the time, including the bed and carpet. The patient had tried 4 programs, met with the manufacturer representative and got 4 new programs, and the patient was now on the fourth new program. The patient's stimulation was on program 4 at 7.1v and the patient would try increasing stimulation. The patient's device was explanted in (B)(6) 2015 because it wasn't working. The patient had everything removed and nothing was left inside. The patient was now using botox injections instead and those were working. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.